Event description:
Surgeon reported cartridge was slightly damaged with a crack at the tip of the cartridge bevel. Lens was still inserted with slight difficulty. But was in no way damaged. Surgeon did not ask for or need a new cartridge and was able to work with the same one. Surgeon further reported he had encountered the same issue a few other times at other facilities and asked that it be referred to alcon for investigation. Tech could not identify which case was involved, but reported the issue did not adversely impact any pt, procedure, or case outcome performed on the date of the event.